Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming and hardware attempts were made; however, the issue could not be resolved. The device was explanted (B)(6),2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 21,2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 5, 2023.